Event description:
It was reported that during un-packaging, the 3.5x8 rx vision stent delivery system (sds) was removed and it was noted that the stent dislodged from the balloon and was free floating on the shaft of the sds. The device was not used and there was no patient involvement. A new 3.5x8 rx vision was used and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report additional reported information indicates that the rx multi link vision was a 3.5x23 mm. Return device analysis revealed that there was no stent implant on the device. Additional reported information indicates that the stent implant was free floating on the shaft of the stent delivery system when the device was packaged for return shipment. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.